Event description:
The customer obtained higher than expected vitros tsh quality control results while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous tsh patient results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation confirmed that higher than expected tsh quality control results were obtained while using the vitros eciq analyzer. The most likely cause is an instrument related issue. An ocd field engineer performed 'as needed' maintenance to the well wash subsystem and performed a total system health check to optimize analyzer performance. Performance testing following service verified that the instrument was returned to expected operation.